Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that there was "something wrong with the charging and discharging" of the device. There was no patient involvement.